Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had no function was confirmed. It was found that the motor did not turn as the motor shaft was stuck. The insulation resistance of the motor was outside tolerance and there was a short circuit in the motor. The motor was replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system would have damaged the motor, causing it to not function, thus resulting in the complaint reported by the customer. However, given the information provided we cannot discern a definitive root cause for the same. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via fax that during an unknown procedure the micro tornado hp w handcontrol did not function. No patient consequence and no surgical delay was reported. No additional information was provided.